Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads implanted; model 3228 (paddle lead) and model 3146 (percutaneous lead). It was reported the patient underwent surgical intervention. Prior to the procedure, the percutaneous lead had been disconnected from the ipg by the doctor. During the procedure, the doctor disconnected one of the lead tails of the patient's paddle lead so the patient's percutaneous lead could be reconnected to her ipg. It was noted the patient had effective stimulation coverage with only the paddle lead. However, the physician elected to reconnect the percutaneous lead. Postoperative, the patient reported effective stimulation coverage from both leads.